Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 411 mg/dl. Customer had symptoms of vomiting. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting it was found that time on insulin pump was three minutes off. Insulin pump passed displacement test and self-test. High pressure test could not be performed due to tubing clamp being at customer's home as customer was still in the hospital. Customer was advised that insulin pump was working as designed and to call back to complete high pressure test.